Event description:
It was reported that while removing the patient from the back of the ambulance, the litter tipped almost 180 degrees to the patients left. The patient hit their head, bruising occurred, but no bleeding. The ambulance driver injured their hand when trying to stop the litter from tipping over.

Manufacturer narrative:
It was reported that the patient suffered minor injuries including abrasions to the head and arm. The caregiver injured their hand, and self-treated with ice after the incident.

Event description:
It was reported that while removing the patient from the back of the ambulance, the litter tipped almost 180 degrees to the patients left. The patient hit their head, bruising occurred, but no bleeding. The ambulance driver injured their hand when trying to stop the litter from tipping over.